Event description:
Multiple valley lab pt return electrodes found to have abnormal brown marks, bubbles and folds. Abnormalities were found by staff prior to use and not placed on pts. Valleylab polyhesive pt return electrodes (pres, (B)(4) - wrinkled pad only - only 1 pad - (B)(4) discolorations, (B)(4) - discolorations.